Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6)2025, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient was found unconscious by their husband. The cgm reading would have been reading high, but no specific value was reported. The patient was brought to the hospital and when a fingerstick was taken the blood glucose reading was 500 mg/dl. No cgm reading was reported from that moment. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin. The patient was discharged after a few hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.